Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that 4 sensors did not work properly. One sensor did not have an electrode and the other sensors stopped working entirely. The customer's blood glucose level was not given. The customer was advised that the device would be replaced and agreed to return the product for analysis.